Manufacturer narrative:
This report is for an unknown vertebral body replacement - expandable: xrl/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database ((B)(6)) for patients who underwent surgical procedures of the thoracic, thoracolumbar, or lumbar spine. Failed thoracic, thoracolumbar, or lumbar spine fusion has been identified as the reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: 1 patient had reoperation within 24 months following index surgery. 1 patient had subsequent surgery within 90 days following index surgery. This is for depuy synthes xrl® vertebral body replacement system. This is report 2 of 2 for (B)(4).